Manufacturer narrative:
Patient weight, ethnicity and race:unk. Work order search found no similar complaints. (B)(4).

Event description:
The reporter indicated that a 12.1mm vticm512.1 implantable collamer lens of -10.5/2.0/073 (sphere/cylinder/axis) was implanted into the patient's left eye (os). Lens rotation and refractive change was observed.

Manufacturer narrative:
Corrected data: b1: adverse event should be corrected to product problem. B2: outcomes attributed to adverse event- should be omitted for correction. Claim#: (B)(4).

Manufacturer narrative:
Corrected data: b5: correction lens diopter is -11.0/1.0/118 . Claim#: (B)(4).